Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on the bus. A field service engineer (fse) accessed the system through administrative mode and performed diagnostic checks, during which all pockets were observed to be inactive. The station was then shut down, the back panel and drawer assembly were opened, and the row board cable was disconnected from the drawer controller board and reconnected. The station was powered back on, after which the drawer successfully passed diagnostic testing. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 on main cabinet was failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.